Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? 2, previous complaitn opened as per previous note. When were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During use on the patient. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Not available chief (B)(6), who reads us in copy, informed me that the sutures ref. 8683 of lot xn8683.o35 tend to break in half a wire. There are currently 4 sealed boxes of the same batch at the. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, the suture tends to break in the middle of the thread. No adverse patient consequences were reported. Additional information was requested.